Event description:
During shift check, the autopulse platform sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer mentioned that the drive shaft was hard to rotate, and multiple attempts were made to reset the drive shaft but were unsuccessful. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn(B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message and the drive shaft was hard to rotate" was confirmed during the functional testing and archive data review. The root cause of the reported complaint was the driveshaft not being in the "home" position due to the defective encoder gearbox and a worn-out plunger shaft lock, which was likely attributed to a defective component. The autopulse functioned as intended by triggering ua45 when the driveshaft is not at the "home" position. Upon visual inspection, no physical damage was observed. The archive data indicated several ua45 messages around the reported event date, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to ua20 (position out of range) displayed upon powering on. The autopulse platform triggers ua45 and ua20 when the driveshaft is not at the "home" position. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the customer and zoll service personnel noticed that the encoder drive shaft was difficult to rotate due to the defective encoder gearbox and a worn-out plunger shaft lock, thus, confirming the reported complaint. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn(B)(4).